Event description:
It was reported that there was a leak between the connection of the transfer set with the bag. This occurred while the patient was training to perform continuous ambulatory peritoneal dialysis. The nurse assistant then closed the key "twist clamp" and placed the minicap. The patient was prescribed prophylactic antibiotics in response to this event; however, there was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.